Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the panel phoenix nmic/ID-307 has been found experiencing two occurrences of misidentification. The following has been provided by the initial reporter: it was reported that customer reposts two instances of misidentification seen with 449289.

Event description:
It has been reported that the panel phoenix nmic/ID-307 has been found experiencing two occurrences of misidentification. The following has been provided by the initial reporter: it was reported that customer reposts two instances of misidentification seen with 449289.

Manufacturer narrative:
H.6 investigation summary the following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 26-jan-2022. This complaint is confirmed. This complaint is for failures due to misidentification of pseudomonas fluorescens and escherichia coli when using phoenix panel nmic/ID-307 (449289) batch number 1287489. The customer did return isolates, but did not return lab reports or panels for investigation. To investigate, two panels from the complaint batch were tested using returned isolates of pseudomonas fluorescens (2pf) and two panels were tested using returned isolates of escherichia coli (1ec) on a phoenix instrument and evaluated for identification results. During investigation the two panels tested using isolate 1ec yielded satisfactory identification results of escherichia coli. We also tested 2 panels using qc isolates of escherichia coli (a25922) which also identified correctly. The two panels tested using isolate 2pf resulted in one panel identifying as pseudomonas species and one panel identifying as pseudomonas oryzihabitans. Maldi was performed on isolate 2pf and it was determined that the isolate is pseudomonas putida. This complaint is confirmed for misidentification. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints was performed and there were no additional complaints on this batch not related to this defect. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. Per baltrmphxidastaph rev 10 version h, ID 7.0-7.11, indicates the potential risk of a mis-ID of qc strain or survey strain as an s1. H3 other text : see h. 10.